Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead 6947 with device ID (B) (4) was not returned for review analysis. No patient complications have been reported as a result of this event.